Event description:
It was reported that implant fell on floor during the clinical procedure. During the procedure when it was on the driver and it had fallen off. Treatment was completed with same size implant that did not hit the floor.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.